Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), by letter, alleging that his onetouch verio flex meter read inaccurately high in comparison to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation, since the patient could not be reached to obtain additional information. The patient reported the alleged meter inaccuracy issue began "during his summer holidays&#56224;the patient reported obtaining inaccurate high blood glucose results of "about 300 - 400 mg/dl" with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. It is unknown how the patient manages his diabetes. In response to the alleged inaccuracy issue the patient reported that he gradually increased his dosage of insulin (quantities not specified). No specific symptoms were specified, only that the patient felt "bad" and developed "severe hypoglycemia" requiring him to attend accident & emergency department and be hospitalized. In the accident & emergency he received glucose tablets/gel as treatment, by a health care professional. The patient reported his blood glucose was tested on another meter (unknown), a result of "176 mg/dl" was obtained. The csr was unable to carry out any trouble shooting with the patient as the patient could not be contacted. This complaint is being reported because the patient developed signs/symptoms that could be associated with acute metabolic distress from hypoglycemia, and was treated by a health care professional for this condition after the meter issue.